Event description:
It was reported that an intervention of a 80-90% stenosis of the superior mesenteric artery (sma) was performed successfully. However, the patient developed abdominal discomfort post procedure and became tachycardic. The patient was brought back to the peripheral vascular lab and a repeat angiography of the sma noted a small perforation in the distal sma, likely caused by the unspecified spartacore guide wire used during the interventional procedure. A 3.0 x 19 mm graftmaster stent was placed, resulting in successful treatment of the perforation. The patient was hemodynamically stable. The patient clinically improved immediately and was eventually discharged home. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: boston scientific sterling 6 x 20. Stent: boston scientific express sd rx 6.0 x 14. It is indicated that the device was discarded. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.